Manufacturer narrative:
.

Event description:
It was reported that the pt could not get telemetry with the ipg because it had flipped in the pocket. During the pocket revision surgery telemetry could still not be established. The device was replaced. Further information is being requested from the hcp.